Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Intraoperative detection of inadequate screw retention with considerable formation of metal splinters.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received screw was found to be damaged around the threads at the proximal and slightly at the distal most end. A metal splinter/wire was also received which most likely emerged from the proximal end, just underneath the head, as a result of overtightening. The area was severely damaged and deformed plastically. These damages and wire formation indicates towards excessive force that was applied to screw in the screw with some misalignment/angulation as well. Although, a small metal wire was sent back but it wasn¿t confirmed whether all the metal debris was removed from the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is determined to be user related. There was a definite overtightening and misalignment of the screw involved as observed through the deformation and stripping in the returned screw. Based on available information, no further action is required at this time. If any additional information is provided, the investigation will be reassessed.

Event description:
Intraoperative detection of inadequate screw retention with considerable formation of metal splinters.